Event description:
The manufacturer received information that a trilogy 202 was returned to a third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. On device evaluation, no alarms sounded and no actionable errors were located in the error logs. The device failed final testing due to error code e-344 and required replacement of the oxygen blending module (obm) printed circuit board assembly (pca) to address the issue. This device passed final testing after pca replacement. The device was returned to the customer after completion of maintenance and repair. Additional findings not related to the customer's complaint: cosmetic damage was found to the front case, keypad, handle and universal porting block. These components were replaced to address the damage issues.